Manufacturer narrative:
Product evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found that lens dimensions were within specifications. Corrected data: it was initially reported that the patient's post-op visit was on (B)(6) 2015, and this is incorrect. The patient's post-op visit was on (B)(6) 2015. (B)(4); no other adverse events reported outside of lens exchange and elevated iop. (B)(4); code not applicable; should be in patient code, not device code. (B)(4).

Manufacturer narrative:
Lens not returned. (B)(4). Evaluation method: lens work order search. A lens work order search revealed there were no similar complaints within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -13.50 diopter in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experienced elevated intraocular pressure. The lens was exchanged for a shorter length lens with a similar diopter size. This did not resolve the problem. Post-op visit on (B)(6) 2015 - ucva was 20/26. The secondary icl was explanted on (B)(6) 2015. See MFR # 2023826-2015-01245 secondary icl.